Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. The physician was performing an atherectomy treatment procedure in the left superficial femoral artery (sfa) using a 2.4mm jetstream xc atherectomy catheter. The device was being used blades down with everything going well.. The physician tried to use the device blades up, but the catheter got stuck on the guidewire and removed from the patient as one device. The procedure was completed with the same device and ballooning. No complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. The physician was performing an atherectomy treatment procedure in the left superficial femoral artery (sfa) using a 2.4mm jetstream xc atherectomy catheter. The device was being used blades down with everything going well.. The physician tried to use the device blades up, but the catheter got stuck on the guidewire and removed from the patient as one device. The procedure was completed with the same device and ballooning. No complications were reported and the patient is fine.